Event description:
It was reported that approximately 128 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected information: h6. Additional information: b5.

Event description:
It was reported that approximately 128 months after a right total knee replacement procedure, the patient underwent a revision surgery to address prosthesis wear, periprosthetic osteolysis and loosening. A revision operative report was provided. Intraoperatively, the surgeon observed notable reactive synovitis and joint effusion. It was noted there was no evidence of infection. The femoral component was noted to be well fixed on inspection but was easily removed and debonded with osteolytic defects involving the medial and lateral femoral condyles. The patellar button was noted to have significant wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and suspected loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard initial report as it was determined this event was reported in error - there is no sufficient information for femoral loosening.